Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2 mm vicmo13.2 implantable collamer lens, -06.00 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens within the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).